Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Upon further review of the additional information, the event being reported is not an inability to retract the cannula/needle. This event has now been clarified as an inability to pass the gw through the end of the otb catheter tip after the cannula/needle had been successfully retracted. The site reported that the gw came out the cannula/needle port as opposed to out the tip of the cannnula. Therefore, please note that reported malfunction "cannula guide - retraction problem" no longer applies to the complaint.

Manufacturer narrative:
The product is being returned for analysis, however has not yet been received. Additional information will be submitted within 30 days of receipt.

Event description:
During a chronic total occlusion (cto) to the superficial femoral artery (sfa), it was reported that when the cannula was retracted, the wire would continue out the cannula and not through the end of the catheter. There was no patient injury reported. . There was nothing damage to the guidewire when the product was removed from the patient. Approach was made from the femoral artery. There was no damage to the outback device noticed prior to opening the package. All specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. The cannula action was verified during prep. A brand of guidewire ultimately loaded successfully. The device was straight prior to loading. The needle/cannula was fully retracted prior to insertion of the wire. The cannula did actuate smoothly. The guidewire or device did not kink or bend at any time. It is unsure if the guidewire was used previously in the procedure.